Manufacturer narrative:
The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an ICU patient went without tpn for several hours because the vtbi completed, and the pump stopped without an alarm .the patient had been receiving 24 hour continuous tpn at 54.2ml/h (bag volume 1500ml) and was found to have a low blood sugar approximately 22 hours after the previous bag was hung. The customer suggested that the pump may have been off for some period of time before it was noticed. The blood sugar returned to normal when a new tpn bag was hung on another channel.

Manufacturer narrative:
The customer¿s report of the tpn infusion stopping with no alarm was confirmed. The pcu event log showed that the user chose to program a "delay" start for 5 minutes during the tpn infusion at 3:45 am on (B)(6) 2015, and selected the "before" callback alert. The infusion completed at 5:31 pm. The "before" callback means the device gave an alert that the delay period was completed and the infusion needs to then be restarted by the nurse. If the nurse does not initiate the infusion, the infusion will stop without an audible warning and the display on the pump module will scroll ¿infusion complete" the pump will not continue at a kvo rate when the delay start option is selected. The pump module was selected at 9:14 pm which indicates when the user noticed the infusion was no longer running (after approximately 3 hours and 45 minutes), and the device was channeled off 16 minutes later at 9:30 pm. Functional testing found the pump module to be delivering fluid within specification and no issues observed. The root cause of the tpn infusion stopping with no alarm was identified as a user programming issue. The delayed programming feature was used during the tpn infusion.